Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the (B)(6) branch which was reported to be moderately tortuous and severely calcified. No damage was noted to packaging and no issues were noted when removing the devices from the tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. It was reported that during positioning/advancement of the stent, stent deformation occurred. The physician pulled back to adjust the position and the stent snagged on a piece of calcium. The stent was removed and it was noted that there was some deformation of the stent. Resistance was not encountered when advancing the device and no excessive force was used during delivery. The stent was replaced with another 2.5 x 30 resolute integrity drug eluting stent. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.